Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted right ventricular (rv) lead implant the helix failed. The lead was not implanted and a replacement lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was extrinsically over-rotated. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the helix will not extend due to distal conductor distortion within the connector. The lead was returned with the helix bent. If information is provided in the future, a supplemental report will be issued.